Event description:
A customer reported that air came out from the infusion line even though the line was clamped during surgery. The customer checked the line and found a large amount of air in the line. The customer removed the infusion cannula and let the balanced salt solution flow, but a small amount of air remained in the line. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).